Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged and the pump was stepped on. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that there are cracks along the bottom of the pump and the pump display has streaks on the liquid crystal display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with end cap broken off, cracked and bleeding lcd glass, minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.